Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Failure of the svc region on the right ventricular lead was noted. The lead exhibited noise. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in two pieces. The svc shock coil was compressed at 21.5 cm, 24.2 cm, and 25.5 cm from the distal tip. Electrical testing found shorting between the right ventricle and superior vena cava conductor paths. Internal insulation abrasion was noted at 17.1 cm to 18.3 cm from the distal tip. The insulation abrasion breached the rv cable lumen with abrasion noted to one of the etfe cable coatings with the cable separated/broken. The proximal end of the svc shock coil collar weld was damaged at the abrasion region. The reported event of noise was not confirmed. The reported event of ¿svc failure on a ICD defibrillation lead¿ was isolated to the exposure of the right ventricle cable lumen beneath the superior vena cava shock coil.